Event description:
It was reported that the patient was charging multiple times a week for longer periods of time before the ipg stopped working completely. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date manufacturer was made aware.